Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5076-45 lead, implanted 2010-(B)(6). (B)(4)

Event description:
It was reported that the right ventricular (rv) lead exhibited an abrupt change and measured high impedance. There was no capture at maximum outputs. The fracture was unable to be explained. The lead was capped and replaced. No patient complications have been reported as a result of this event.